Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/16/2026, the patient¿s cgm displayed 272 mg/dl, and her insulin pump delivered multiple insulin doses. The patient then developed sweating and lightheadedness. A fingerstick blood glucose (fsbg) showed 23 mg/dl. In response, the patient¿s spouse administered baqsimi (glucagon) nasal 3 mg, along with maple syrup, jelly, and orange juice. After treatment, a repeat fsbg showed 90 mg/dl, and the patient reported feeling well. At that time, cgm readings were unavailable due to a brief sensor issue. The patient continued to feel better, and no medical intervention was required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.